Event description:
A medtronic representative reported the site's vertek arm cannot be locked down into place. This event was reported outside the operating room. No patient was present at the time of the alleged malfunction.

Manufacturer narrative:
The device was disposed of by the customer and never returned for evaluation.

Manufacturer narrative:
The device manufacture date is provided.

Manufacturer narrative:
No patient information was provided as no patient was present at the time of the alleged malfunction. The device manufacture date is unavailable at this time. No parts have been received by the manufacturer for evaluation. Vertek arm has not been evaluated as of the date of this report.